Event description:
It was reported that while admitted, the patient had a red warning bar displayed on the hospital's screen of the power module that read "ff a5p". The patient was switched to new power module and the warning cleared. No alarms were noted upon controller interrogation. The log file would not offer any information on the system monitor but it was stated that rebooting the device would resolve ram errors or odd messages displayed. Additional information was received that the cause of the error message was not identified but the system monitor was rebooted, and the error was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of distorted text on the system monitor was unable to be confirmed. The system monitor (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days (07apr2023 ¿ 17apr2023 per timestamp). There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was stated that the system monitor displayed the text "ff a5p". No photos were submitted. The system monitor was rebooted, and the issue was resolved. No products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed for the system monitor (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU (rev. C) under section 4 ¿system monitor¿. These sections inform the user of how to start/restart the system monitor and how to use the system monitor with the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.